Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New info received stated that elevated high voltage impedance was also observed.

Event description:
It was reported that right ventricular (rv) lead exhibited conductor fracture and discovered on remote transmissions. The lead was explanted and replaced. The patient is in stable condition.